Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: c4tr01, bi-v ipg; implant: (B)(6) 2015. (B)(4).

Event description:
It was reported that one day post implant it was discovered the patients left ventricular (lv) lead had dislodged. The patient is currently enrolled in the wrap-it (world-wide randomized antibiotic envelope cied infection prevention trial) study. An intervention was completed to revise/reposition the lv lead. The lead remains in use. No patient complications have been reported as a result of this event.